Manufacturer narrative:
This event is 1 of 2 for the same patient on subsequent treatments. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's nurse reported that the patient found "condensation" on the cassette following treatment. No source of condensation was found and the fluid was assumed to be a leak of the cassette. During follow up the patient's nurse reported that the cassette had been discarded. The patient did not have an adverse event associated with the leak and no antibiotics were prescribed.